Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was experiencing loss of bowel control. The patient stated they had to stop by the side of the road to go and had to leave work because it started emptying out in their clothes and down their leg. The patient stated that it was spilling everywhere and they didn¿t try to make a change because their sugar level was high. The patient stated they were feeling sick and didn¿t know what it was. The patient stated they expelled all over and every time they turned around they were going in their clothes like slime, like they were prior to implant. The patient slept most of the day and put a diaper on, and they were wearing a diaper the day of the report. The patient could not troubleshoot due to lack of access to product. The patient would try to call back on their lunch hour if they could not make an adjustment. No further complications were reported.